Event description:
The customer stated an axsym analyzer generated a false negative hcv version 3.0 result of 0.34 s/co for one female patient who was undergoing treatment for (B) (6). Upon repeat, the patient sample generated a positive hcv (B) (4) result of 65 s/co. Controls were within range. The false negative hcv result was not reported outside the laboratory. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B) (4) - investigation in process, no method, results or conclusion code can be chosen at this time.(B) (4).this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The lens was implanted when the doctor realized there was a capsule tear, which was not caused by the device. The incision was enlarged to remove and replace the lens with an anterior chamber lens, suture was needed.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further investigate the customer issue. The investigation included a review of the complaint text, testing of reserve material of the same lot, and a review of labeling. Testing of the reserve axsym hcv version 3.0 reagent kit showed performance within typical ranges and within customer specifications. Labeling was reviewed and shown to be adequate. Based on the investigation, no product issue was identified for axsym hcv version 3.0 false negative results. This is the final report.